Manufacturer narrative:
D10: 320-02-38 - rs expanded glen 38mm, +4mm offset: (B)(6). 320-38-13 - 145-deg pe 38mm const hum liner +2.5: (B)(6). 300-30-07 - equi preserve stem 7mm: (B)(6). 320-10-00 - equi revtray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-18 - eq rev comp screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-38 - eq rev comp screw lck cap kit, 4.5 x 38mm: (B)(6). 321-20-00 - equinoxe rev shoulder drill kit: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient was experiencing an infection for an undisclosed period of time. They claimed they had a dislocating prosthesis. The surgeon placed an antibiotic shoulder spacer (osteoremedies interspace). Patient was last known to be in stable condition following the event. No further information available.